Event description:
It was reported that, during implant procedure, this right atrial (ra) lead was an attempt implant due to high out of range pacing impedances. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure, this right atrial (ra) lead was an attempt implant due to high out of range pacing impedances. A new ra lead was successfully implanted. No adverse patient effects were reported.